Event description:
The reporter stated that the tubing disconnected from the t while on the pt. As a result, the PICC line was lost due to clotting. No pt injury or treatment was associated with this event.